Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an unknown error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.